Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was resistance when the foley catheter was removed. It was stated that there was a cuff roll at the tip of the catheter. Per follow-up information received from ibc on (B)(6) 2022, stated there were no obvious visible defects like a cuff roll to the returned sample.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was resistance when the foley catheter was removed. It was stated that there was a cuff roll at the tip of the catheter. Per follow-up information received from ibc on 30aug2022,, stated there were no obvious visible defects like a cuff roll to the returned sample.